Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges hip failure. It is also alleged that during the revision surgery large amounts of grayish, friable avascular tissue was discovered, dense scar tissue found, necrotic tissue found and hip capsule was thickened and scarred.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec¿d 2/13/2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pseudotumor, soft tissue reaction, and pain. Records are available for further review. The complaint was updated on: 3/14/2014. Doi: 4/2/07 - dor: (B)(6) 2013 (right hip). (B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. .